Event description:
International affiliate reports the tip of the viper2 final tightener shaft broke off from the instrument during set screw tightening. The instrument was replaced by another final tightener shaft and the tip of that driver also broke off during screw tightening. The broken tips could not be removed and remain in the implanted screws. Concomitant device: viper2 final tightener handle, 286745500. See mfg medwatch report no. 1526439-2013-21335 for the second viper2 final tightener shaft that was involved in this event.

Manufacturer narrative:
A follow up report will be filed upon receipt of the device and completion of the investigation.

Manufacturer narrative:
Visual inspection on the returned viper2 final tightener shaft found the tip had been sectioned off and molded into a plastic cylinder. Scanning electron microscopy (sem) analysis was performed on the fractured surfaces by the affiliate¿s outsource investigator to facilitate a more detailed investigation of the fracture characteristics of the part. Results show signs of a deformation stress applied to the outer peripheral portion of the final tightener shaft indicating a ductile fracture as a whole. Examination of the concomitant device viper2 final tightener handle found the instrument was binding. Disassembly and examination found the internal gear had fractured into two pieces most likely resulting in wrench seizing. The root cause of the viper2 final tightener handle cannot positively be determined. However, the broken gear mechanism of the wrench suggests that it has become fractured due to use over time. It should also be noted that the wrench was not returned for re-calibration as indicated by the supplier as part of the depuy spine refurbishment process. No corrective action/preventive action is required as there has been no issues identified in the manufacturing or release of the devices, and there have been no systematic trends. Therefore, this complaint will be closed with no further action required.